Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6; h10. Visual examination of the returned product/provided pictures identified liners lot 7252613. And 7264159, and shell lot 7659826. Liners: locking feature, rim, and spherical surfaces show indentation or gouge damage from attempted implanting. No other damage was noted. Liners were dimensionally inspected at f10 and f31 on the print and were found to be in specification. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that during an initial hip procedure, the polyethylene liner was unable to be implanted into the cup. Repeated attempts to implant the liner at the correct angle continued to fail. The corresponding ceramic liner was then used and could not be implanted. The first cup was removed and a second, larger cup was installed. The surgeon attempted to implant the polyethylene liner and was unsuccessful. The corresponding ceramic liner was able to be successfully implanted into the second cup to complete the procedure. There was a 25 minute surgical delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk shell; cat# 110003634 lot# 3140953 biolox delta cer lnr 36mm e g2: foreign ¿ china the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.